Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 73 year old male patient presenting for impella support. During a scheduled extraction of an impella 5.5 pump, a thrombus was discovered within the subclavian artery. The pump was extracted and a fogarty catheter was successfully utilized to treat the thrombus.